Manufacturer narrative:
Concomitant medical products: 305c27 tissue valve, implant date: (B)(6) 2007; 419688 lead, implant date: (B)(6) 2010; 5076-52 lead, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.